Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a 4.5 cm thoracic aortic aneurysm. The access vessel measured 5.5 mm in diameter. It was reported that during the index procedure, there was difficulty removing the delivery system from the patient after stent graft implant. Angiography revealed a dissection as a result of the removal difficulty. The patient received treatment. An endurant iliac extension stent graft and a bare metal stent from another manufacturer were implanted, resolving the event. Per the physician, the cause of the event was due to patient anatomy that the access vessel was narrow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.